Event description:
It was reported that the user¿s ilet fell off a belt, and the impact cracked the screen, rendering the device unusable, while blood glucose values were normal and the user transitioned to backup multiple daily injections. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, hospitalization, or emergency care. Investigation included review of shipping and tracking information to verify replacement logistics. Investigation of this case revealed physical damage to the display component consistent with accidental drop and user handling, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage unrelated to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.